Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced a ventricular storm, multiple shocks were delivered, and the anti-tachycardia pacing did not capture. Re-programming was performed, the device remains in use, and no patient complications have been reported as a result of this event.